Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is complete.

Event description:
On (B)(6) 2024, a user was hospitalized for diabetic ketoacidosis (dka) attributed to inaccurate continuous glucose monitor (cgm) readings caused by a split sensor needle on their dexcom g7 device. The cgm displayed blood glucose readings of 108mg/dl, while hospital testing revealed a blood glucose (bg) reading of 701mg/dl. The user reported symptoms of extreme thirst, nausea, body aches, and fatigue prior to seeking medical care. The user was admitted to the emergency room on (b(6) 2024 and remained hospitalized until late (B)(6) 2024, receiving IV insulin therapy to manage hyperglycemia and dka. No loss of consciousness or seizures were reported, but ketone testing confirmed dka at the hospital. The user has a history of autoimmune diseases affecting the thyroid and liver. The issue was reported to beta bionics on 18-dec-2024.